Event description:
It was reported that pump experienced malfunction alarm with malf 12 code and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through reset process, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged instructions.